Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 03-mar-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same and had a headache. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 13-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 3: manufacturer contacted customer in a follow-up call on 23-mar-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for erratic blood glucose test results; customer did not state if she was concerned with high/low, she just felt one day the results were high the next day they were low. The customer called concerned with test results from results obtained of 66, 73 and 174 mg/dl. The customer stated her expected am fasting blood glucose test result range is 115-120 mg/dl. The customer reported feeling dizzy and shaky; medical attention was not needed at the time of the call. Customer stated that she had gone to see her ophthalmologist, and as her doctor was in the same office had decided to also go to the doctor; she saw the nurse and expressed she did not feel the meter is working correctly and the nurse recommended she contact the manufacturer. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/23/2027 and per the customer the open vial date is 02/20/2026. The meter memory was reviewed for previous test result history: result 1: 99 mg/dl date: (B)(6) 2026 time: 5:15pm fasting am result 2: 93mg/dl date: (B)(6) 2026 time: 5:14pm fasting am result 3: 66 mg/dl date: b)96) 2026 time: 5:39am fasting am result 4: 73mg/dl date: (B)(6) 2026 time: 5:38am fasting am. Result 5: 174mg/dl date: (B)(6) 2026 time: 3:00pm fasting am.